Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system powered itself off twice before the start of a procedure. There were no system errors generated. It was also noted that the battery needs to be replaced and there is some mechanical damage to the "skins" around the right hand side of the grab handle. The case was initiated and completed using another system. There was no patient involvement or impact.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported ¿system powering off¿ was not replicated. However the battery was switched with another to resolve the issue with the battery. The ¿skins issue¿ was confirmed and subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the ¿battery issue¿ can be attributed to component wear. Although the reported event of damage to the skins was confirmed, how or when the skin became damaged remains inconclusive. The system was found to meet specifications. Therefore, the root cause of the reported event of the system ¿shutting down¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).